Manufacturer narrative:
The harmonic ace curved shears instrument was not returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: a piece of the jaw broke off and fell inside the patient. The broken piece was retrieved and no patient harm was report. However, it is unknown what caused the breakage.

Event description:
It was reported that during a da vinci assisted procedure while using the harmonic ace curved shears instrument, the electrical surgical unit (esu) made an unfamiliar sound and a message on the screen turned yellow. Seconds later one part of the instrument jaw broke off. The broken piece was retrieved with a laparoscopic instrument. The harmonic ace curved shears instrument was removed from the patient and was not used again. There was no report of patient harm, adverse outcome or injury.